Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that the patient's rechargeable ins that was implanted on (B)(6) 2014 had died prematurely. It was reported the ins had only lasted for 5 years and then it died. Conflicting information was also reported; later in the call it was reported that the ins died after only 2.5 years. No symptoms were reported. Records show that the ins was replaced on (B)(6) 2018. Battery longevity expectations were reviewed with the caller. No further complications were reported or anticipated.